Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera duodenovideoscope exhibited the knob wire that was cut off and frayed, as well as whitish foreign material in the air/water tube and cylinder. Whitish foreign material was also found around the adhesive around the objective lens, the light guide lens and the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the k-wire was broken. The cause of the of the broken k-wire was attributed to fatigue breakdown due to repeated manipulation of forceps elevator. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: operation manual_ preparation and inspection_ inspection of the instrument channel and forceps elevator olympus will continue to monitor field performance for this device.